Event description:
It is reported that the surgeon was unable to successfully insert the articular surface into the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.